Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) experienced a power on reset (por). Follow-up was done with the clinic and revealed the patient was brought in and the device por was cleared/reset with a programming intervention. The device remains in use. No patient complications have been reported as a result of this event.